Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, concentric and 90% stenosed mid left anterior descending artery. A 2.25 x 12 mm trek was being used for pre-dilatation when the balloon ruptured at 6 atmospheres. A stent was implanted to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: launcher. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.